Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for analysis and the reported shaft detachment was confirmed. However, the reported resistance between the sds and guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the posterior descending artery. Pre-dilation was successfully performed and the 2.25 x 18 mm xience xpedition stent delivery system (sds) was back-loaded onto the non-abbott .014 /190cm pressure guide wire; however, extreme resistance was noted and the sds became stuck with the guide wire. During an attempt to remove the xience xpedition, the sds inner member stretched, and the shaft separated on the guide wire. A fielder xt guide wire was then advanced and a new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that only approximately 10 cm was able to be back-loaded when the devices became stuck. Additionally, the area of the guide wire where the sds became stuck was the un-coated area of the pressure guide wire. No additional information was provided.